Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) reported to fresenius that air was detected in the combiset bloodlines during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 15 minutes after treatment initiation. An air detector alarm was received from the fresenius 2008t machine. The issue was also visually observed by the clinic staff. The registered nurse (rn) confirmed that all connections were secure. There was no defect or damage noted to the bloodlines. No issues were encountered during prime. The patient's estimated blood loss (ebl) was approximately 250 ml. The reported event did not result in serious injury or required medical intervention. The patient completed treatment on a different machine with new supplies. The sample is not available to be returned to the manufacturer for physical evaluation.